Event description:
It is reported that the pt's post-operative x-ray revealed that the ball bearing from the inserter was located posterior to the articular surface. A second procedure was performed to remove the ball bearing and replace the articular surface.

Manufacturer narrative:
This report will be amended when our investigation is complete.